Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
Reportedly the patient developed "significant pain, a diagnosis of cancer, as well as physical limitations and mental anguish."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2011, the patient was preoperatively diagnosed with lumbar spinal stenosis. Advanced degenerative disk disease. Lumbar scoliosis and underwent the following procedures: posterior spinal fusion, l2 to s1.use of segmental instrumentation with bilateral pedicle screws, l2,l3,l4,l5,s1. An l5-s1 subtotal discectomy. A transforaminal lumbar interbody fusion l5-s1.5. Use of structural intervertebral expandable cage, l5-s1 with bmp-2 synthetic graft material. Use of fluoroscopy. Use of local laminectomy bone. Use of allograft. Use of bmp-2 synthetic graft material. Use of vitoss synthetic graft material in which rhbmp2/acs was used.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).